Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial:(B)(6)); implant date n/a; explant date n/a section d references the main component of the system.  (H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that they were unable to see the second set of CT scans during case. Technical services (ts) assisted the surgeon with checking the opacity level and width and that both images were in the system. Ts had the surgeon merge images and the issue resolved. There was no impact on patient outcome. It is unknown if there was a delay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that they were unable to see the second set of CT scans during case. Technical services (ts) assisted the surgeon with checking the opacity level and width and that both images were in the system. Ts had the surgeon merge images and the issue resolved. There was no impact on patient outcome. It is unknown if there was a delay. (B)(6) 2026 interface update details (rep): additional information as received. It was reported that they were unable to see their second set of CT scans during case. Ts had the surgeon go to the images screen in the application. It was verified that both images were available on the images screen. They adjusted opacity to ensure both images were overlapping in the application. They adjusted level and width to determine if that resolved issue which it did not. They discovered that the CT image was not merged. They performed a navigation merge to resolve the issue. Additional information as received. It was reported that the issue occurred during a cranial resection and there was less than an hour of delay.